Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to cardiogenic shock. It was reported the patient had sepsis, lactic acidosis and renal failure. It was reported the device operated as intended. The device will not be returned for evaluation. It was reported that the patient was admitted on (B)(6) 2020, implanted on (B)(6) 2020 and died on (B)(6) 2020. Per the discharge note: "the patient developed septic shock presumably from clostridium difficile but also with other possible sources with invasive lines." Hcap is also mentioned by infectious disease team due to gram positive cocci in sputum. During the admission, she was treated with merrem, vanco, and ceftaroline. She was also on continuous renal replacement therapy. Several bronchoscopies were performed. Neutropenic precautions were taken and hemonc was consulted. Symptoms included fever, hemodynamic instability, and cytopenias. The death was not considered to be device related. Per discharge note: "(B)(6) female patient that was admitted on (B)(6) 2020 with decompensated nicmo / acute on chronic hfrhf with recent hospitalization at (B)(6) where she was sent home on milrinone with planned lvad workup. She had a balloon pump placed on (B)(6) 2020 for additional support, underwent attempted avn ablation (B)(6) 2020, and then had heartmate iii lvad placed on (B)(6) 2020. She returned to the operating room for post op bleeding on (B)(6) 2020. She was put on crrt. She was extubated on (B)(6) 2020 then was reintubated due to pulmonary edema and airway was packed by ent. A family meeting was held on (B)(6) 2020 and the patient proceeded with tracheostomy and continued aggressive measures. Pt underwent tracheostomy on (B)(6) 2020. There were issues with severe encephalopathy making it difficult to wean sedation. The patient developed septic shock presumably from clostridium difficile but also with other possible sources with invasive lines. ID was consulted, CT did not show abscess. The patient continued to require inotropes for rv support. Heparin was held due to marked thrombocytopenia. Over the course of the last 7-8 hours the patient had worsening shock requiring additional vasoactive support and then volume administration due to persistent low flow alarms. Despite crrt the patient developed a significant lactic acidosis and metabolic acidosis requiring bicarb administration. Dr. (B)(6) discussed paient trajectory with cts, nephrology, and ccm in addition to the patient's poa (B)(6) and the patient's cousin, both family members had come to bedside. It was decided that care would not be escalated further and measures would be avoided that could induce patient suffering (CPR/shocks)."

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The account communicated that the patient expired on (B)(6) 2020 due to cardiogenic shock. The patient also reportedly had sepsis, lactic acidosis, and renal failure. Additional information indicated that the patient had developed septic shock presumably from clostridium difficile but also with other possible sources with invasive lines. The patient was treated with antibiotics during her admission and was also undergoing continuous renal replacement therapy (crrt). Despite the crrt, the patient developed significant lactic acidosis and metabolic acidosis requiring bicarb administration. It was ultimately decided that the patient¿s care would not be escalated further. It was reported that the device operated as intended and there were no device issues or malfunctions that may have contributed to the patient¿s cause of death. The device will not be returned for evaluation. The current heartmate 3 lvas IFU lists sepsis and renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.